Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging leukemia. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6003584 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003950 was manufactured according to the work instruction (wi) version 94 packaging in the multivac 10 on (B)(6) 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6003950 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.